Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was smoking. It was determined that this was most likely due to worn bearings. The assignable root cause was determined to due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during engineering evaluation, it was discovered that the attachment device ¿started to smoke¿. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.